Event description:
During lap gastric bypass, a piece of the bowel grasper broke off while inside of pt. The piece was retrieved by attending surgeon and accounted for in its entirety. The instrument was removed from the field. No injury noted.what was the original intended procedure?lap gastric bypass.device #1is this a laboratory device or laboratory test?no.